Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) reviewed the device data and discussed the device has been programmed to the primary vector since implant. The treated episode shows unstable baseline, non-physiological noise and unrecognizable r-waves, and, after the shock was delivered, the baseline returned stable with clean r-waves. Potential causes were discussed and it was advised to perform in-clinic troubleshooting in all vectors. Troubleshooting was performed and the noise was reproducible on the three vectors. X-ray was also performed and sent for analysis. Ts noted the electrode connection to the device appears adequate, and the fact that noise is reproducible is consistent with potential compromise of the electrode, therefore, the recommendation is to replace the entire device system. Additional information was provided. The medical decision was to reprogram the device to the secondary vector as it shows less noise. Ts reiterated that non-physiologic noise is reproducible in all vectors and this could mean the electrode is compromised and the technical recommendation is to replace the entire system, however, the medical decision is to keep the current system in place. The electrode was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.